Manufacturer narrative:
During the investigation, additional feedback recieved from clinical team, indicated the pins were manually manipulated using a mallet after placement, and the final pin placement was not confirmed before proceeding with the procedure. No serious harm to patient occurred, as confirmed by the surgeon. X-ray analysis, based on log file data, revealed a 3 degrees of rotational error in the femoral plane, and 1.4 mm anterior-posterior translational error from the final approved plan. This deviation resulted in a 5.9 mm difference in the notch depth compared to the planned values. A simulated analysis was conducted to assess whether 3 degree rotational error impacted registration. The simulation confirmed that such a rotational error would prevent the system from acheiving proper registration, supporting the conclusion that the root cause was unrelated to registration. The identified root cause is user error, specifically the manual manipulation of the pins with a mallet after placement and failure to confirm final pin placement before proceeding with the procedure. Additionally, inadequate training was noted, as the notch depth should have been communicated when nearing 1mm, and the surgeon should have been instructed against manually manipulating the pins. According to the accessories risk analysis, this situation was foreseen and documented as a risk with the potential harm classified as poor knematic outcome. The estimated residual risk has been minimized to the extent possible, and this risk is has been determined as acceptable according to tsi's risk acceptance criteria.

Event description:
Prior to making the 4-in-1 femoral resections, the surgeon performed the gap assessment workflow and did not change the size of the femur from the original approved plan. During execution of 4-in-1 resection steps, the surgeon observed notching of the anterior femoral cut. The case was completed robotically.